Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. Customer reverted to manual insulin therapy, but did go back on the pump, changed out pump supplies and resumed insulin delivery. Customer's blood glucose ranged from 250-450 mg/dl.